Manufacturer narrative:
Device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years 5 months post implant, a 23 mm bioprosthetic aortic valve was replaced valve- in -valve with a transcatheter aortic valve. The reason for replacement was reported as increased gradients and stenosis. No additional adverse patient effects were reported.